Manufacturer narrative:
Analysis of historical records: the two screwdrivers involved in this event were discarded by the hospital. Unfortunately, the lot numbers have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: a technical evaluation of the devices concerned was not possible as they were discarded by the hospital. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. The jps pediatric plate was being used in this case to adjust the anatomy in the distal femora of a 21 year old male patient with cerebral palsy who does not walk. We do not know the goals of each operation, but on one side the proximal part of the plate is well positioned against the femoral diaphysis. In the other the proximal 3 screws are incompletely inserted. I think that screw no. 3 (counting from the proximal left hand end) is not seated into the plate. Screws 1 and 2 are also incompletely inserted, so the heads of the proximal 3 screws are "proud' of the plate, i.e. Sticking up. Screw no. 1 is also quite oblique. Looking at the distal cortex round screw no. 2 (the most proud screw) it may be that the second cortex has not been completely drilled and this may have caused difficulty. I suspect that the fixation is strong enough to provide a successful completion. In this patient I do not think that the slightly proud screws will cause a problem, because we are told that the patient does not walk. Sufficient stability for union is all that is required and that should be the case here. The femoral cortex is very hard at this age even in cerebral palsy patients and this is just the sort of case where this problem might arise. In addition to this, our product specialists have advised that the first screw counting from the proximal left hand end doesn't appear to be an orthofix jps screw. Final comments: a technical evaluation of the devices concerned was not possible as they were discarded by the hospital. The medical evaluation evidenced as follows: "I suspect that the fixation is strong enough to provide a successful completion. In this patient I do not think that the slightly proud screws will cause a problem, because we are told that the patient does not walk. Sufficient stability for union is all that is required and that should be the case here." Considering the information provided, it is not possible to draw any definitive conclusion in regards to the complained screwdrivers breakage. Should further information become available, orthofix srl will promptly re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market. Please kindly refer also to MFR report number 9680825-2021-00003 follow up 1.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon name: (B)(6). Date of initial surgery: (B)(6) 2020. Body part to which device was applied: bilateral femurs. Surgery description: correction. Patient information: 21 year-old, male, previous health condition: cerebral palsy. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: the 4.5 non-locking screws would not advance through the cortical bone without aggressive screwdriver torque. The t15 drivers stripped the screw heads and bent the drivers. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was not completed with the device. A replacement device of the same model was not immediately available: used a screwdriver from orthopediatrics set to complete surgery. The event led to a delay in the duration of the surgical time: 15 minutes. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are available. Product is not available for return. Patient current health conditions: "the patient does not really walk, so the proudness of the screws wasn't really a concern". Further information received on (B)(6) 2021: where did the surgeon perform the surgery first? On the right or on the left leg? Eft leg first. Then his resident did most of the right leg. Do you know the size of the drills that the surgeons used to place the 4.5mm and 5.0mm screws? Used a 4.3mm drill bit for the 5.0mm screws. Used a 3.4mm drill bit for the 4.5mm non-locking screws. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: the two screwdrivers involved in this event were discarded by the hospital. Unfortunately, the lot numbers have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the two screwdrivers involved in this event were discarded by the hospital and therefore it is not possible to perform the technical analysis. The evaluation of the event description is in progress. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the event investigation become available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market. Please kindly refer also to MFR report number: 9680825-2021-00003.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2020. Body part to which device was applied: bilateral femurs. Surgery description: correction. Patient information: (B)(6) year-old, male, previous health condition: cerebral palsy. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: the 4.5 non-locking screws would not advance through the cortical bone without aggressive screwdriver torque. The t15 drivers stripped the screw heads and bent the drivers. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was not completed with the device. A replacement device of the same model was not immediately available: used a screwdriver from orthopediatrics set to complete surgery. The event led to a delay in the duration of the surgical time: 15 minutes. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are available. Product is not available for return. Patient current health conditions: "the patient does not really walk, so the proudness of the screws wasn't really a concern". Further information received on january 5th, 2021: where did the surgeon perform the surgery first? On the right or on the left leg? Left leg first. Then his resident did most of the right leg. Do you know the size of the drills that the surgeons used to place the 4.5mm and 5.0mm screws? Used a 4.3mm drill bit for the 5.0mm screws. Used a 3.4mm drill bit for the 4.5mm non-locking screws. (B)(4).